Event description:
Additional information received reported that the device was replaced because it was low. The patient had reacted to the device right after the implant but it was not severe. The patient developed a ¿minor eruption¿ affecting the neck and upper chest shortly afterwards. It was noted that the ¿minor eruption was not bothersome.¿ it was suspected that the patient developed contact dermatitis from the device. The patient also has color erythematosus, lesion type papula and plaque macule. There was no vesicle, erosion, ulcer or scarring. The locations of the ¿eruption¿ were chest, arms, abdomen, back and legs. The previous reported information [it was reported there was a rash on the patient after their first implant in (B)(6) 2011] and information [it was also noted the patient had had some psychiatric responses with new implants as well] was pertained to manufacturer report # 3004209178-2013-01173.

Event description:
It was reported there was a rash on the patient after their first implant in (B)(6) 2011. It was noted that the patient was able to tolerate the rash. Follow up reported the patient had a rash all over their body and a severe rash on their chest area. It was noted the rash was present with their subsequent implants as well. It was noted that due to rash an allergy was suspected. It was also noted the patient had some psychiatric responses with new implants as well. History of rash was not known and was difficult to get a good history from the patient. It was noted the patient also had back muscles spasms. It was unclear which symptoms pertained to the first rash or the rash from a subsequent implant. It was noted the leads were in "good" position and impedances were all normal. The patient was being treated with prednisone for the rash. It was unknown if the patient's medications played a role in the rash or psychiatric issues. It was also unclear if the prednisone was used for the first rash or the subsequent rash. Therapy status was unknown. Refer to manufacturer report # 3004209178-2013-01173. Report has information on rash for subsequent implant.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2007. Product type: extension: product ID 3389s-40, lot# v061739, implanted: (B)(6) 2007. Product type: lead. (B)(4).

Event description:
Follow up information obtained reported that the patient was not scheduled back to their neurology clinic until (B)(6) 2013. There had been no further contact with the patient. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).